Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgery took place on (B)(6) 2022 wherein the second lead was explanted due to the lead eroding through the skin. The system was replaced. The ipg was electively replaced.